Manufacturer narrative:
Additional information: additional information provided indicated that the patient is a (B)(6) female and the affected eye was the right eye (od). The doctor explained that the entire surface of the lens becomes white and cloudy with the z9002 which he reported the issue on it. The doctor thinks the issue is possibly calcification but he is not sure of the cause. The doctor will make the decision in (B)(6) 2020 as to whether or not the lens needs to be extracted from the patient's eye. The following fields were updated accordingly: age/date of birth: (B)(6). Gender/sex: female. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted in the eye. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the lens was not returned as it remains implanted. The reported complaint issue could not be verified. Manufacturing record review: the manufacturing records for the device were reviewed and no non-conformance reports (nc) associated to the production order were found. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that something like a cloud developed on the intraocular lens (iol), model z9002 20.5 diopter of patients who were previously implanted with this model lens. It was indicated that the patients were treated with yag (yttrium-aluminum-garnet) laser procedure, but the symptoms are persistent. Reportedly, the patients with severe turbidity have been considered for removal/lens explant. There was no patient injury reported. No additional information was provided. This report captures the event for one (1) of two lens. A separate report is being submitted for the second lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.